Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the iab was inserted into the femoral artery (unknown if right or left side) and advanced to intended area. Then, the pumping started but the balloon ruptured. As a result, the iab was removed and the same sized iab catheter (iab-06830-u) was inserted at the same insertion site". Patient condition reported as "fine".

Event description:
It was reported that "the iab was inserted into the femoral artery (unknown if right or left side) and advanced to intended area. Then, the pumping started but the balloon ruptured. As a result, the iab was removed and the same sized iab catheter (iab-06830-u) was inserted at the same insertion site". Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f22c0019) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was supplied data-scope inflation driveline tubing; spots of dried blood were noted within the interior surfaces of the returned inflation driveline tubing. Upon return, the distal end of the teflon sheath was at approximately 29.2cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The short arterial pressure tubing was connected to the iabc luer; liquid blood/fluid was noted within the ap tubing. The bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 5.1cm and 59.2cm from the iabc distal tip. Dried yellow media was noted on the hemostasis cuff, cath-guard and bifurcate. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.